Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative (rep) went to the site to test the imaging system. Troubleshooting was done and the rep found that the connector to the hv power cable was not properly plug in. The connector to the hv power cable was properly connected and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that system did not start up. No patient was present at the time of the event.